Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The field service engineer (fse) found a broken connector to the cbc lyse pump - pm101 that disrupted lyse delivery to the wbc bath causing the reported issue. The fse replaced pm101 to resolve this issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a few patient samples run on their unicel dxh 800 coulter cellular analysis system gave a non-credible (very high) wbc with +, ch (critical high) result, or non-numeric vote out (-------) on wbc. There was no death, injury, or change to patient treatment in connection with the reported event. Erroneous results were not reported out. Printouts from 3 different patients were provided to show the reported event. Review of this data confirms the reported issue; all wbc results had either non-numeric vote outs or extremely high non-credible wbc results with instrument generated r flags/messages, overrange flag, and/or critical high flag.